Manufacturer narrative:
Additional information: additional information from the customer clarified that there were only six (6) patients related to these events and not eight (8) as previously reported. Therefore, this MFR. Report is no longer reportable.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR reports: 1221359-2021-01194; 1221359-2021-01195; 1221359-2021-01196; 1221359-2021-01197; 1221359-2021-01198; 1221359-2021-01199; 1221359-2021-01200.

Event description:
The customer reported false positives with the idnow covid-19 assay for multiple patients performed on multiple dates. This MFR addresses patient 1 of 8. The customer provided eight (8) lot numbers (sometimes repeating). However, no information relating the lot numbers to patients was provided. The customer reported a false positive with the idnow covid-19 assay performed on (B)(6) 2021 on a direct nasopharyngeal ((B)(6)) swab. Repeat testing was performed the same day with a new sample. Confirmation testing was performed on (B)(4) 2021 with abbott (unspecified test) on a direct nasopharyngeal swab and generated negative results. The customer confirmed that the patient was not symptomatic. The customer stated that because of false positive results the patient was isolated. The customer stated that the patient had weekly covid tests, all of which were negative prior, and subsequent testing was negative on bd max and hologic. Negative test dates are: (B)(6) 2021.